Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. Patient's blood glucose at time of incident was 41 mg/dl. Patient's current blood glucose was unknown. Patient has treated with food. Patient has been shaking, sweating and had a headache. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.